Manufacturer narrative:
The unit was returned to the service center for evaluation. The unit¿s fan failed the speed test. A faulty circuit printed board was not running fan at correct revolution per minute (rpm). An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a non functional fan during estimation. There was no device issue or patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The phenomenon was surmised to be caused by accidental malfunctions of the fan motor and circuit printed board. The root cause was unable to be identified, which was then surmised as physical device inspection was not performed. The phenomenon was not attributed to the product or manufacture and confirmed it was not a safety issue (not prone to occur). As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.